Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd)patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy fluid and abdominal pain. Prior to the peritonitis diagnosis, the patient was hospitalized for another indication. Two days after the event onset, the patient was treated with vancomycin injection (1gm, discontinued on the same day) and amikacin injection (500mg, discontinued on the same day) for peritonitis. Three days after the event onset, the patient was treated with reflin injection (1gm, ongoing) for peritonitis. At the time of this report, the remained hospitalized and was recovering from the events. Pd therapy was ongoing. It was reported that patient retraining was complete. No additional information is available.

Manufacturer narrative:
Additional information, b5: upon follow-up, it was reported that treatment with reflin injection was discontinued on an unknown date. At the time of this report, the patient was discharged from the hospital and has recovered from the events. Should additional relevant information become available, a supplemental report will be submitted.